Event description:
It was reported that an ilet pump was dropped during a supply change, after which the wake/sleep button became unresponsive and the device showed only a blue circle when placed on the charger, with no further operation; the device reportedly had high remaining battery charge and no visible cracks. Symptoms included no clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included troubleshooting and education with the caregiver and arrangements for device replacement with return of the original unit. Investigation of this case revealed a device mechanical or user interface malfunction involving the wake/sleep button with a potential power or display startup failure, without evidence of external damage. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction following a drop event.

Manufacturer narrative:
Investigation description: complaint was confirmed and duplicated. The sleep/wake button was unresponsive. The device would only wake if placed on a charging pad. For further investigation, the device was opened. No abnormalities were observed; cause for the issue is unknown, as a precaution the captouch foam will be replaced.